Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) male patient, the device displayed an "analysis halted" message. Complainant indicated that during subsequent testing, the manual analysis function was available. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.